Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016-correction: the issue was determined to be caused by use error of the patient. There was no indication of a serious injury resulting from the use error. This complaint was reported in error.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a time loss/gain issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.